Manufacturer narrative:
No additional information provided.

Event description:
On (B)(6) 2016, a customer reported obtaining an unexpected negative result on the galileo echo using capture-r ready-screen (3) test wells, lot e191.